Event description:
It has been reported to philips that they were unable to expose and imaging was unavailable. The issue was found during clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to expose. Upon inspection, fse determined that the detector was faulty. The fse replaced the imaging detector and ran all calibrations. After replacement of imaging detector, the system was returned to use in good working order. The codes were updated based on the investigation outcome.